Event description:
The customer reported that she went to urgent care due to high blood glucose levels between 300 and 400 mg/dl. The customer stated that she had been experiencing high blood glucose levels since november. The customer also stated that her hcp made changes to the carbohydrate ratio in may. The customer reported blurry vision, nausea and fatigue. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Found two no delivery alarms in the alarm history. The customer stated that she would call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.